Event description:
It was reported that the physician attempted to implant the right ventricular (rv) lead but had difficulty extending the helix after repositioning the lead multiple times. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant.